Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The physician used an advance 18lp (6x20) to redilate an occluded isr of the right common iliac. The balloon was inflated, across the stents, and it immediately burst on one of the metal corners of the occluded stent (another manufacturer). As the balloon was withdrawn approximately half of the balloon was sheared off and separated from the rest of the catheter that was removed. The portion of the advance 18lp balloon that was left inside the patient was still on the .018 wire and was able to be safely removed through a sheath that was already present in the right groin. No injury was caused or additional procedures needed because of this device failure.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The visual examination reported the device was returned in three pieces: the proximal catheter with 12.5 cm of balloon attached to the proximal bond, the distal segment measures 7 cm from tear to the distal tip with the balloon accordioned and a stretched piece of catheter 23 cm long. When straightened the distal portion measures 8 cm. Proximal and distal bands are present on the distal portion of the catheter. The device appeared to have burst circumferentially. It is possible that the burst may have started linearly, and then torn circumferentially. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did report that the area being treated was diseased and there was a stint which may have contributed. The user didn't communicate they tried to withdraw the burst balloon through the sheath, retrieving a ruptured balloon through a sheath may have contributed to separation. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information.¿ ¿use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ based on the information provided and the results of our investigation, a definitive root cause resulting in initial burst and subsequent separation cannot be determined. There is no evidence to suggest that the device was not manufactured to specification. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The physician used an advance 18lp (6x20) to redilate an occluded isr of the right common iliac. The balloon was inflated, across the stents, and it immediately burst on one of the metal corners of the occluded stent (another manufacturer). As the balloon was withdrawn approximately half of the balloon was sheared off and separated from the rest of the catheter that was removed. The portion of the advance 18lp balloon that was left inside the patient was still on the .018 wire and was able to be safely removed through a sheath that was already present in the right groin. No injury was caused or additional procedures needed because of this device failure.